Manufacturer narrative:
Concomitant medical products: 1103 vad, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an inactive charge circuit and had exhibited a charge circuit timeout with long charge time noted. It was noted that the device reached the recommended replacement time (rrt) approximately two years prior. The patient has a left ventricular assist device (lvad) and there are no plans to remove the ICD. The device remains implanted. No patient complications have been reported as a result of this event.